Manufacturer narrative:
Investigation of the reagent kit did not find any product issue. Review of the provided raw data indicates that this sample generated an extremely late CT that is at the limit of detection (lod) for this test. Samples that have such low titers typically generate wavering results when they are repeated. This could explain why the repeats were negative on the elitech elite ingenius, especially if that assay has a lower sensitivity. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Further review of the raw data also showed that the sample tested right before this alleged sample generated a very strong covid result. It is possible that if the alleged sample generated a positive result due to contamination. Per the assay's method sheet, due to the high sensitivity of the assays run on the cobas¿ liat¿ analyzer, contamination of the work area with previous positive samples may cause false-positive results therefore samples should be handled according to standard laboratory practices. Since the patient already had covid, has been vaccinated, and is not exhibiting symptoms, at this time it is likely that the positive result generated for sars-cov-2 is due to contamination that occurred from the previously tested sample. This indicated that the issue is likely due to a customer handling issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the elite ingenius (elitech) test. The sample generated a not detected result for flu a, a not detected result for flu b, and a detected result for sars-cov-2 with the cobas liat sars-cov-2 and influenza a/b test. The same patient sample was retested on elitech elite ingenius and generated a negative result. The cobas liat results were reported but no harm was alleged.